Event description:
The following was reported to the co by a 3rd party physician who knew some details of the case. This case involved a pt with metastatic prostate cancer who was undergoing transurethral resection of prostate (turp) for resection of a clot. Lma placement was uncomplicated and surgery commenced with the pt spontaneously breathing and in the lithotomy position. The anesthesiologist noted gastric contents in the airway tube of the lma, and no breathing movement. The lma was deflated and removed and an et tube was placed. Bronchoscopy revealed particulate material in the lungs. The pt was treated for severe aspiration pneumonia with steroids and antibiotics. The pt died approx 48 hours after the event of aspiration occurred. The pt was reported to be npo prior to surgery, and the 3rd party reporter did not know of any contraindications to lma placement. The physician commented that copius amounts of gastric material (not just liquid) were regurgitated and aspirated. Neither the name or location of the facility where the event occurred, nor the name of the anesthesiologist responsible for the case are available. Should add'l info become available a supplemental report will be submitted.